Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became undone multiple times. The customer's blood glucose level was as high as 400 mg/dl and it was addressed with a manual injection. Recommendation was made to ensure the luer lock connection is tight.